Event description:
It was reported to boston scientific corporation that an expect eus aspiration needle device was used during a biopsy procedure performed on (B)(6) 2012. According to the complainant, after the bile duct wall was punctured several times with this device, the device bent at the connection of the device and endoscope, due to some extra force being applied. After the procedure was completed, they tried to remove the device from the endoscope, however, a brass component of the luer lock became detached from the device and remained on the endoscope. The detached brass component could be removed by tweezers, and no damage was noted with the endoscope. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. This event has been deemed a reportable event based on the investigation results.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4). A visual evaluation of the device found the tip of the needle broken off the device. The needle was pinched shut at the break, and the stylet was unable to pass through it. The distal end of the sheath was also torn off the device. The brass hub of the scope luer attachment was broken in half. Further analysis of a cross-section of the scope luer attachment found the threads inside had been damaged by the user. The luer was confirmed to be manufactured to specification with no abnormalities found. An external manufacturers' investigation found that the bent luer was not caused by the manufacturing process or the component supplier. The complaint indicates the luer was bent due to extra force being applied by the user. In the event that excess force is applied to the handle repeated times, the metal luer fitting would bend and eventually fail and separate from the device. The most probable root cause for the damaged scope attachment luer alleged in this complaint is operational context. The broken needle and torn sheath were not alleged in the initial complaint, and there is not enough information to determine if this damage occurred within the patient during the procedure, when attempting to remove a sample from the device, or during packing for the return shipment. The root cause of these failures is undeterminable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.